Manufacturer narrative:
(B)(4).

Event description:
It was reported that at routine follow-up increased capture threshold was noted. At x-ray inspection the lead seemed to be dislodged, with suspected myocardial perforation. The lead was explanted and replaced. The patient's condition is fine after the event.